Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable ca2 calcium gen.2 result for one patient sample. The initial result from a sample drawn in the morning was 3.00 mmol/l. Another tube was drawn in the afternoon and the result was 2.41 mmol/l. The repeat result was 2.43 mmol/l. The sample tube drawn in the morning was repeated and the result was 2.49 mmol/l. The initial result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 178963. The expiration date was requested but was not provided. The customer was to clean the sample probe and perform a repeatability test. The quality of the water supply is normal. Quality control on the day of the event was acceptable and no other patient samples were questioned. As the calibration, control, and precision results met specifications, the most likely root cause was an issue with the pre-analytical handling such as no mixing of the sample at collection.